Manufacturer narrative:
Additional information received from sales rep confirmed the patient's report that he had a right hip replacement on (B)(6) 2012. He reported that the patient never really felt great, has progressively gotten worse in terms of pain and has required steroid injections and continuous use of anti-inflammatory meds. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient states that six weeks ago, he could pick up items off the floor. Now patient states the he cannot touch ankles to dry in the shower. Patient also is reporting that standing on one leg causes significant pain. Patient states that at night he experiences significant night pain and that he has to sleep on his back because he cannot sleep on his side. Patient is also reporting elevated levels of cobalt (8.6) and chromium (1.4). Patient is scheduled for bilateral revision.